Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024, an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The exact event date was unknown by the user. The user called to inquire about the return process for the ilet system due to experiencing hypoglycemic events and wanting more control over their glucose levels. They expressed interest in further training, prompting the customer care agent to contact the field team for troubleshooting and additional training. The user also reported experiencing bg levels below 40 mg/dl lasting for a couple of hours. The user corrected the lows with glucose tablets and glucagon and was assisted by family members due to unresponsiveness and loss of consciousness. The ilet system did provide low and urgent low alerts. Following a factory reset guided by the users remote clinical trainer (rct), the user reported no further issues and was satisfied with the system, stating they would call back if problems persisted or if they decided to return the device. On (B)(6) 2024, the user contacted beta bionics requesting to return the ilet.